Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -09.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive surprise was observed, the lens remain implanted. Reporter indicated exchange planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.